Event description:
The customer called to report a system pressure alarm immediately after purging air phase. The customer stated that before she could mute the alarm, the system pressure dome came off and leaked blood onto the pump deck. The customer aborted the treatment and rescheduled the patient for the next day. The patient was reported to be in stable condition. The treatment was in dual needle mode with a heparin ratio of 10:1. There was approximately 200ml of whole blood processed using central venous catheter access. The customer denied any other alarms during the treatment or during prime. Service order, (B)(4)was generated. The smart card was returned for investigation.

Manufacturer narrative:
A batch record review of lot c362 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, alarm #18: system pressure and pressure dome membrane leak. An upward trend was detected for complaint category, alarm #18: system pressure and no trend was detected for complaint category, pressure dome membrane leak. Alarm #18: system pressure was investigated through CAPA (B)(4) and CAPA (B)(4). CAPA (B)(4) and CAPA (B)(4) were closed. Pressure dome membrane leak was investigated through CAPA (B)(4) and CAPA (B)(4). CAPA (B)(4) was closed. Service order, (B)(4), feedback: the service technician cleaned the pump heads and the transducers. He completed the system 7 checkout and returned the instrument to service. Product return feedback: the smart card was returned for analysis. The data confirmed the reported system pressure alarms. The blood leak occurred because high system pressure pushed the diaphragm away from the body of the unsecured pressure dome. However, the evaluation was unable to determine if there was a fault in the system pressure dome component or if operator error caused the pressure dome to be removed from the system pressure sensor. Based on the analysis for this complaint, no remedial action was taken. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).